Manufacturer narrative:
On 2/11/2020, it was erroneously omitted to add capsular contracture coding. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020 . Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant and developed capsular contracture. During visual inspection of the device was found rupture and received incomplete. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/17/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During analysis of the sample was found rupture and received incomplete. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/20/2020. Patient also experienced bilateral capsular contracture baker grade unknown post procedure. As a result patient underwent bilateral removal and replacement 650cc mentor memorygel breast implants on (B)(6) 2019. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast reconstruction surgery with two 525cc mentor smooth moderate plus profile memorygel breast implants experienced bilateral silent rupture post procedure. The bilateral rupture was confirmed by a physician. Patient also noticed a change in implants and experienced discomfort. As a result patient had an explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis. See 1645337-2019-19620 for contralateral prosthesis report.